Event description:
It was reported that a patient with a history of memory loss, fainting, and seizures underwent bilateral decompressive laminectomy l4 and l5, bilateral decompressive laminectomy s1, complete decompressive lumbar discectomy l4-5 with hardware implantation, bilateral posterolateral intertransverse process arthrodesis l4-5 with bmp. Follow up shows disc height loss anteriorly with no measureable motion, grade I spondylolisthesis and mild degenerative disc disease and superimposed scoliosis. Patient indicates still has mild back pain but it is improving. Patient does have some leg weakness. Patient has pain that radiates into upper back and right arm with weakness in right hand. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.